Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "(B)(6) 2019". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's mother reported on behalf her son who received reading of 2.6 mmol/l (46 mg/dl) on the sensor on an unspecified date in (B)(6) 2019 and treated with sugar based on the sensor low reading. Customer experienced loss of consciousness and he was seen at the hospital where a reading of 42 mmol/l (756 mg/dl) was obtained on the hospital meter and he was diagnosed with diabetic ketoacidosis. Customer was hospitalized for more than 10 days and received unspecified treatment. There was no report of death or permanent impairment associated with this event.